Event description:
It was reported covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter was placed on (B)(6) 2012. There was a pin hole in one of the extension. The catheter was pulled and replaced on (B)(6) 2012.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.